Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient will have his artificial urinary sphincter (aus) removed due to an unspecified reason. Per outside legal firm, it has been requested that bsc preserve the device to allow the outside firm to perform testing as necessary (no testing to be completed by bsc).